Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed that the image was moving and that there was intermittent image failure. They reattached the loose end piece to the input connector which had caused the image to move and fail intermittently. They plugged a test blade into the monitor, powered it on and the image quality was good. The device was returned to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, the image was moving and intermittent on the screen. The problem was isolated to the monitor as the same fault occurred with different blades. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.